Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine post-operation check, the right atrial lead was sensing ventricle. Electrogram, electrocardiograph, and chest x-ray confirmed lead dislodgement. The lead was repositioned on (B)(6) 2018. The asymptomatic patient was stable after the procedure.